Event description:
Surgeon had implanted patient with xpdm mono screws. At 6 mo follow up an x-ray showed fluid near the end of the construct. A revision was performed and no infection was found and no loosening of the construct. It was found that three right side screws at l1, l3, l4 were bent inferior (toward feet). The patient was fused nothing else was implanted. L1 & l3 screws bent at the neck and the l4 screw has a large bend of the screw shank. Patient has down syndrome and surgeon was not made aware of any trauma during the post-op period. Device #1 see also 1526439-2006-00233.

Manufacturer narrative:
Sales rep reported that he spoke with the surgeon about this issue and the surgeon is not concerned with this failure. The sales rep said that at this time no x-rays would be forthcoming. Screws were not returned for evaluation. No conclusions can be made at this time. Bending of this nature would not be likely to occur without some form of trauma to the patient such as falling.